Event description:
It was reported that the procedure was to treat a 30% stenosis in the proximal left anterior descending artery with moderate calcification and mild tortuosity. During prep of the 2.5 x 28 mm delivery system, resistance was met during removal of the protective sheaths. After performing intravascular ultrasound (ivus), the delivery system was advanced to the target lesion, but when attempting to deploy the implant, the balloon would not inflate at all. No pressure could be measured on the digital pressure monitor and no contrast media was found leaking from the device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported inflation issue was confirmed. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheath was not returned. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. A review of the labels attached to the lot history record for this lot was conducted and the label review indicated that the use-by (expiration) date of the device was 14-august-2014. However, the device was used on (B)(6) 2014 which is 11 days post expiration. The expiration date of the product is important for the sterility, efficacy, and performance of the device. It should be noted that the IFU instructs the physician to: note the product use-by (expiration) date on the package. In this case, it is unknown if the use after expiration contributed to the reported event.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.